Event description:
The duett pro sealing device was deployed following a diagnostic procedure in the right common femoral artery. Following the deployment, the patient experienced loss of pulses and an arterial occlusion was confirmed. Treatment consisted of thrombolytic and anticoagulation therapies. The treatment was successful and the event was resolved with no further complications reported.